Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. It was reported the pump had not worked in three years. The patient stated their doctor had done some tests about one year earlier and the pump would need to be removed. The patient had spoken with a new doctor a couple weeks earlier and the surgery was on hold. No symptoms were reported.

Event description:
Additional information received from the patient who reported that they were unsure when the pump stopped working. The patient started seeing a different physician around ¿9/18¿ for pain pump refills and to replace the battery in the pump because it was due. The physician did function test function test at the hospital on (B)(6) of 2018 at that time the physician determined from the CT scans the pump was not functioning, it was not delivering the medication. The CT scan did not show where the problem was the patient was told. The patient¿s physician retired and the patient was now seeing a new physician who would be removing the pump in the near future. No further complications were reported regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.